Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected outcome following an intraocular lens (iol) implant procedure. The information provided is unclear if the target refraction was intended to be a -1.00 or a -3.00. The current refraction resulted in a -4.25 +1.00 x 080. The lens remains implanted. Additional information and clarification has ben requested.

Manufacturer narrative:
Product evaluation: the root cause is most likely related to non product factors. Information was provided by a health care professional (hcp) on the returned calculation assistance form that the root cause is unrelated to the iol and a potential cause was listed as the patient was post lasik. (B)(4).